Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, the rubber sleeve failed to fully recover the non-patient cannula resulting in blood leakage. No impact was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-may-2024. Investigation summary material #: 365076. Lot/batch #: 3328951. Bd received 1 used sample, 5 unused samples, and 2 photos for investigation. The used sample and photos were evaluated and the customer¿s indicated failure mode for sleeve leakage was observed. Additionally, the unused customer samples were evaluated by visual examination and functional draw testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, the rubber sleeve failed to fully recover the non-patient cannula resulting in blood leakage. No impact was reported.